Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the physician was attempting to increase stim with a512 app but wasn't able to increase amplitude past 0.5 ma or 1.0 ma on some of the programs. Caller clarified that physician was seeing "maximum settings reached" message. Caller was texting with the physician and didn't have any other information on patient's therapy, impedances, etc. But noted that physician was trying to find a program that worked for the patient and at 1.0 ma patient isn't feeling stim so they need to increase higher. The caller was not with the patient. Tss reviewed to have physician check impedances as there are likely high impedances on some of the contacts - likely the contacts active in the programs in which they are unable to increase stim. Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation (incontinence, urgency and/or frequency). It was reported that the caller stated physician was attempting to increase stimulation with app but wasn't able to increase amplitude past 0.5 ma or 1.0 ma on some of the programs. Caller clarified that physician was seeing "maximum settings reached" message. Caller was texting with the physician and didn't have any other information on patient's therapy, impedances, etc. But noted that physician was trying to find a program that worked for the patient and at 1.0 ma patient isn't feeling stim so they need to increase higher. The caller was not with the patient. Tss reviewed to have physician check impedances as there are likely high impedances on some of the contacts. Additional information was received. Impedances were seen on all electrodes greater than 4000 ohms. Patient unable to increase stimulation on most programs. There was also a loss of stimulation. They are meeting with patient on 10/18 to further troubleshoot. Cause is unknown. The patient also reported return of urinary incontinence. Issue is ongoing. Additional information was received from a manufacturer representative (rep). The rep reported that they have tried to contact the patient and will plan to schedule an appointment with them at the doctor's office for troubleshooting.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device showed impedances on all electrodes. The 0 and 3 combination was unaffected, however patient did not feel any stimulation at very high amplitudes. Patient reported no trauma to area. Device was turned off my physician. Pending x-ray and follow-up.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2jna4, implanted: on (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified that there is not a revision procedure planned/no intervention at this time.

Manufacturer narrative:
Continuation of d10: product ID : 978b128, lot# va2jna4, implanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2jna4 implanted: (B)(6) 2022: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient on (B)(6) 2022 and had impedances on all electrodes plus cases. They could not reprogram so the device is still off. The healthcare provider (hcp) ordered x-ray and planned a revision/removal.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128; (B)(4), implanted: on (B)(6) 2022; explanted:; product type: lead. Other relevant device(s) are: product ID: 978b128; serial/lot #: (B)(4); ubd: 04-oct-2023; UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation (incontinence, urgency and/or frequency). It was reported that the caller stated physician was attempting to increase stimulation with app but wasn't able to increase amplitude past 0.5 ma or 1.0 ma on some of the programs. Caller clarified that physician was seeing "maximum settings reached" message. Caller was texting with the physician and didn't have any other information on patient's therapy, impedances, etc. But noted that physician was trying to find a program that worked for the patient and at 1.0 ma patient isn't feeling stim so they need to increase higher. The caller was not with the patient. Tss reviewed to have physician check impedances as there are likely high impedances on some of the contacts. Additional information was received. Impedances were seen on all electrodes greater than 4000 ohms. Patient unable to increase stimulation on most programs. There was also a loss of stimulation. They are meeting with patient on (B)(6) to further troubleshoot. Cause is unknown. The patient also reported return of urinary incontinence. Issue is ongoing.